Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found that the insulation was abraded from 7.8 cm to 8.0 cm, 7.9 cm to 8.3 cm and 19.3 cm to 19.5 cm from the connector pin. The abrasions were indicative of constant friction with another implantable device.